Event description:
It was reported during sedation of a therapeutic procedure the device was inserted in patient; polyp was secured. Once secured a wire was sticking thought the middle of the sheath. They tried to release but couldn¿t. While maneuvering to release the metal spring a piece of the handle broke and the piece was removed. This resulted in a delay less than 30 minutes. No reports of patient harm.